Event description:
I started using renu with moistureloc from 07/01/05 to 11/30/05. I went to the hosp on 09/02/05 and was diagnosed with optic nerve stroke also known as nion. I also saw a specialist on 09/04/06 and was sent home with medication. This has been very devastating for me because there is no cure or surgery that could help me. My vision in my left eye has been impaired more than 60%.